Manufacturer narrative:
The insulin pump alarmed button error and had no up and down button response due to corroded keypad traces. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, a21 test and all operating current test due to no up and down button response. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 420 mg/dl. The customer gave herself insulin and her blood glucose went down. The customer was unable to press the escape and act buttons to clear the alarm because the buttons did not work. The customer stated that the button error occurred twice. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.